Event description:
I was implanted (B)(6) 2007 with essure coils. I have had many health problems since then which I believe are related to essure. Appendix removal, gallbladder removal, vitamin deficiencies, back and neck pain all the time, blurring of vision and floaters, body hurts, stiffens and aches, bowel issues and excessive amounts, burning in thighs, bruise easily, breast pains, chest pains, heartburn, sweating all the time, pelvic pain all the time worse during periods, bleed after sex (mild), blood in urine for no reason, spine pain, boils, anxiety/panic attacks, cysts on ovaries, teeth issue, feeling dehydrated all the time, urgency to urinate, discharge with no odor, dizziness, dry eyes , hair and skin, painful ovulation, ears feel infected all the time, painful periods, very bad cramping, loss of energy, night sweats , hot flashes day and night, severe bloating, hair loss and hair undergrowth, weight gain, diagnosed with fibromyalgia, fast tract digestive system, low sex drive, sharp stabbing pain in stomach area, pain all over may body, head aches, brain fog, ibs, heavy periods with clots, fatigue, hip pain is outrageous, joint pain, swelling hands and feet which hurt bad and are always cold, nickel taste, nausea, hives from exposure to nickel and pain is so bad have had to go to ER. I had 5 children and was completely healthy. I had twins in 2004 full term because I was so healthy. Then 2007, health went downhill. I was not warned of any of these side effects from essure and through all these illnesses have never been told it was because of essure. I am sure that when the coils disappear, so will the side effects. Scheduled to have hysterectomy to remove coils.